Event description:
It was reported that an fsl3+ sensor was not providing glucose readings despite repeated scans, which prevented continued automated dosing and required the user to enter blood glucose values manually; the customer support agent advised application of a new sensor, but the user did not have a replacement and was instructed to operate in manual entry mode for up to 72 hours. Symptoms included no alerts or alarms and lack of sensor glucose data. Outcomes included temporary operation in manual mode with user-entered glucose values. Investigation included customer troubleshooting and education. Investigation of this case revealed a failure to obtain sensor readings and an inability to pair or communicate as expected between the fsl3+ app and connected devices. It was concluded that the event involved a sensor data acquisition or communication issue requiring manual input to maintain therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.